Event description:
While using a byte night aligner, the patient was seen for an evaluation of aligner treatment. Doctor reports that the treatment has caused an alteration in his bilateral posterior occlusion. Patient's bite in the posterior is open and only slightly contacting. This will be detrimental to the patient's tmj and molar occlusion. The patient is being referred to an experienced orthodontist to have the bite properly corrected.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.